Event description:
A consumer reported she has good vision following uncomplicated intraocular lens (iol) implant surgeries (both eyes). However, she reported cloudiness and a lot of flashing white spots when she looks into the bright sky or on things, where the sun is shining. During an examination in the clinic the ophthalmologist told her she had "several cloudiness and bleeding inside", which was caused by the vitrectomy. In the exterior corner of the eye it was reported she had "bubbles" rolling up, which were reported to be the rest of the vitreous body. The ophthalmologist said nothing to her about the flashing spots. She also wanted to know if the flashing spots were caused by an intolerance of the lens. It was recommended she return to the surgeon or the ophthalmologist for information regarding her condition. Additional information has been requested. There are two medical device reports being filed for this event: this report is for the first eye.

Manufacturer narrative:
The device was not returned for evaluation; the device remains implanted. The reporter did not provide a lot number or any identification traceable to the manufacturing process. Additional information has been requested. This report was mailed to FDA on: 08/14/2009.